Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation was unable to determine a definitive cause for the reported failure to adhere or bond because it could not be replicated as it was related to patient condition/procedural circumstances couple with the fact that the clip was not returned for analysis. The investigation confirmed the reported difficulty removing the gripper line, however; a definitive cause was unable to determine. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line during use which has the potential to lead to a portion of the gripper line being left in the anatomy and can cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted and the mr was reduced to mild. The second clip delivery system (cds) was advanced to the mitral valve and deployment steps were started. While performing the gripper line removability test, the gripper line became stuck on both ends after a few centimeters were retracted. Troubleshooting steps were performed, but the gripper line remained stuck. The clip was unlocked, opened to 30 degrees, and re-locked. The gripper line was no longer stuck. The clip was closed and the line became stuck again. Leaflet assessment was performed and the leaflets were well inserted. The clip was again unlocked, opened slightly and re-locked. The gripper line was unstuck again. The clip was closed, leaflet insertion assessment was repeated. The leaflets were well inserted. It was possible to remove the gripper line only with the clip slightly open. After removal of the gripper line, the clip was closed and deployed. After deployment, there was slight mobility of the posterior leaflet with the second clip. The clinical outcome was confirmed to be very good. 2 clips were implanted, reducing the mr to <1. The physician reported that the procedure was prolonged around 20 minutes due to the difficulty to remove the gripper line; however, there were no adverse patient effects. No additional information was provided.